Manufacturer narrative:
Results of investigation: vyaire medical determined root cause as due to unit software problem. Investigation determined that the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Software patch v6.0.2100.0 is in work. After a restart, alarm 305 is resolved. It has been conformed that the hl7 protocol was enabled.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation.vyaire medical representative provided the complaint number to customer and requested for unit logfiles. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e unit stopped ventilating during operation on a patient without prior manipulation. No device settings could be made by the end use and the screen showed a still image, technical failure 305 - communication to cfb disconnected. The only way to switch off the unit was through the main plug, then permanent alarm occurs despite switching off. Furthermore, the end user fetched another device for the patient with no harm.